Event description:
It was reported that the event occurred while in the cath lab after the md inserted the sheathless intra-aortic balloon (iab) and visualized under fluoroscopy. It was observed the distal tip would not inflate. As a result, the iab was removed. A new iab was inserted through the sheath via same insertion site and did the same thing at first, then eventually did inflate. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. There was a delay or interruption in therapy noted just long enough to insert another iab. The pt outcome is the pt is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.